Event description:
Rn reports that when using product 305916, bd safety glide needle to administer vaccine, the needle was clogged and the plunger could not be depressed. The needle was thrown away and vaccine was given with another needle. FDA safety report ID # (B)(4).